Event description:
It was reported that the patient presented to the hospital with headache and loss of itb (intrathecal baclofen) therapy. On (B)(6)2010, a pump pocket revision was performed. The pump sutures had come undone and the pump had sagged lower into the patient's abdomen. The pocket was opened and the pump was reattached back down. There was good backflow at the catheter access port; nothing further was done. Everything in the system was working fine. Patient status after surgery was unknown. From reporting on (B)(6)2010, the patient's wife noted that the pump had been moving and rubbing on the patient's rib cage causing pain. This had also caused difficulty with finding the port for refill. The patient had been in pain for 6 months. The reporter had concerns related to the hcp and therapy management. The reporter also noted that about 3 days after implant, the catheter came apart and caused a "massive csf leak". They were told by the hcp that "stitches came loose". Additional information indicated the drug used was lioresal 500 mcg/ml at 73 mcg/day.

Manufacturer narrative:
(B)(4)